Event description:
Customer received "a few" ise fliers which had begun during the previous nightshift. She provided ise results for one patient, the potassium results were discrepant. The initial potassium result gave 3.3, when repeated on the same analyzer it gave 4.1 mmo/l. Sample type was a serum pst tube processed by the mpa. The initial erroneous result was not reported. Lot number for the potassium electrode was not provided. The field service representative found the diluent nozzle was misadjusted, causing bubbles in ise vessel. He adjusted the diluent nozzle, ran calibration, qc and precision. All were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.